Event description:
It was reported that the patient presented to the emergency department after receiving multiple inappropriate shocks. Upon interrogation, noise was observed. The device was deactivated until further evaluation could be completed. No further information is available.

Manufacturer narrative:
.